Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had an unspecified malfunction. During an in-house engineering evaluation it was determined that the device was not functioning, the trigger assembly was loose on the electronic control unit and the device had a cracked oscillator head and faulty parts. It was further determined that the device failed pretest for check the trigger and electronic control unit function, trigger test, check the saw blade coupling and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.